Manufacturer narrative:
Qn#(B)(4). The reported complaint was confirmed through evaluation of a returned product sample. The customer provided an unopened, sterile kit along with a photo of the kit. The guide wire was inspected through the clear tray and observed to be advanced approximately 1 cm down the advancer tube. The distal end of the guide wire was bent at an almost 90 degree angle. A review of manufacturing records did not yield any relevant findings. However a corrective action was implemented for a previous, similar issue and the lot of this product was produced prior to the correction. No further action will be taken.

Manufacturer narrative:
(B)(4). A total of three kits were opened with the same issue. The other two events have been reported under MDR#s 9680794-2015-00070 and 9680794-2015-00072.

Event description:
It was reported that prior to insertion, the doctor checked the kit and found the guide wire was kinked. As a result, a new kit was opened and used without issue.